Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was found to not capture following the heart surgery. The lead was capped and the new atrial lead was implanted. No patient complications have been reported as a result of this event.